Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. As the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an inguinal hernia coincident with automated peritoneal dialysis therapy. The hernia occurred after automated peritoneal dialysis therapy began and it was reported that the hernia worsened with peritoneal dialysis therapy. Approximately fourteen days after the initial receipt of this report, the patient was hospitalized for a double inguinal hernia repair procedure. The hernia repair procedure occurred on the date of hospital admission. On an unreported date, peritoneal dialysis therapy was stopped and would be resumed when recovery was completed. The patient is recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). On an unreported date approximately three weeks ago, the patient experienced an inguinal hernia. Should additional relevant information become available, a supplemental report will be submitted.